Manufacturer narrative:
During the repair process, kci found evidence that the device had a collapsed power switch dome. There is no patient involvement and there is no injury reported to kci associated with this event. Kci is reporting this event found during servicing of the unit as a device malfunction that has the potential to result in injury if the malfunction were to recur.

Event description:
On (B)(6) 2020, kci identified the activ.a.c.¿ therapy system had a collapsed power button/switch during the repair process. There is no patient or injury associated with this event.

Event description:
On (B)(6) 2020, kci technical repair alleged the activ.a.c.¿ therapy system had a collapsed power button/switch dome. However, kci quality engineering performed an evaluation of the device and confirmed that the device did not have a collapsed dome. The alleged failure was not confirmed.

Manufacturer narrative:
MDR- 3009897021-2020-00244 submitted on 26-jun-2020 was reported as a device malfunction that has the potential to result in injury if the malfunction were to recur. Section h7: recall. Section h9: 3009897021-5-15-20-001-c. Correction: this event was reported in error. Kci did not confirm a device malfunction. A collapsed dome was not confirmed. Therefore, kci has deemed this event not reportable.